Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the pump would unexpectedly shutdown. It was also reported that the pump was not annunciating audible tones for alerts. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.